Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the device was not able to be interrogated. The device remains implanted.

Event description:
New information available states the device was explanted and returned.

Manufacturer narrative:
The reported field event of no communication was confirmed in the laboratory. No communication could be established during bench testing. The device was tested using automated test equipment, and no anomaly was found. The cause of the reported no communication could not be determined.